Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with broken screen was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be main display pcba - physical damage. The display board was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken screen; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.